Event description:
It was reported that the device says ¿ battery discharged whilst on patient, was plugged into mains. When the technician looked at the device it was turned and did say ¿cockpit restart¿. Technician spoke with the nurse educator who was onsite when the error occurred. She informed that the device failure occurred during a cardiac arrest but the v500 failing at that time did not have any effect on the outcome of the patient. It was initially reported that resuscitation was not related to the device behavior. Nevertheless, at the present rime, the manufacturer classifies the event as an adverse event.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected infinity acs workstation cc device with serial no (B)(6) manufactured in may 2015. The reported event could be confirmed according to the investigation results. The provided log file had shown that the device was disconnected from mains at the reported time. The device ran empty due to a depleted battery and a faulty power supply. The operating time supplied from internal nimh battery was temporarily shortened. The alarm messages "battery low" and "battery discharged" were being posted but the specified reserve of 5 minutes until battery depletion was not met. The subsequent charge/discharge/charge cycle of the battery was within specification. This can happen if the device has not been operated with the internal battery for a long time due to reversible electrochemical effects. It is recommend to replace the battery and the power supply m7.3classic with the new version m7.3plus. In case of mains power loss or during transport the device will be supplied from the internal battery in order to continue operation. The specified back-up time with a new and fully charged internal battery at typical ventilation (without gs500) is about 30 minutes. Depending on battery capacity and battery voltage further alarm messages ¿battery low¿ and ¿battery depleted¿ are posted with progressive battery operating time. In case of sudden and complete internal battery power loss, the alarm messages ¿battery low¿ and ¿battery depleted¿ may not be posted and the acoustical power failure alarm will sound according to iec 60601-1-8. This alarm is energized independently from the power supply and will last for at least 2 minutes. In the event of complete power loss during ventilation due to a depleted nimh battery, the device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. It was initially reported that the resuscitation of the patient was not related to the device behavior. We were not provided with any other information on request. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device says ¿ battery discharged whilst on patient, was plugged into mains. When the technician looked at the device it was turned and did say ¿cockpit restart¿. Technician spoke with the nurse educator who was onsite when the error occurred. She informed that the device failure occurred during a cardiac arrest but the v500 failing at that time did not have any effect on the outcome of the patient. It was initially reported that resuscitation was not related to the device behavior. Nevertheless, at the present rime, the manufacturer classifies the event as an adverse event.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.